Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a transmitter battery issue occurred. On the evening of (B)(6) 2024, the patient received an alert that her blood glucose was high (no values reported) but the g6 app stopped working and displayed ¿pair new transmitter.¿ the patient tried to connect the new transmitter to her mobile app, but it didn¿t work, and the app remained connected to the old (expired) transmitter, causing the patient to waste two sensors. The patient was unable to test her blood glucose manually because, when the event occurred. During this time she was already shaking, thirsty, had to go to the bathroom, and was sweating. No medication was taken at home because her husband immediately brought her to the emergency center. Upon arrival, they took a bg reading which was 589 mg/dl. The patient was treated with fast-acting insulin. The emergency center contacted an ambulance, and the patient was transported to a medical center. Upon arrival at the medical center, the doctors conducted some blood tests, but the patient couldn´t remember which tests were performed. She was treated with two shots of insulin: one shot of slow-acting insulin and one shot of fast-acting insulin several times a day. The patient stayed at the hospital for three days, from friday to sunday. On sunday afternoon (B)(6) 2024, she was discharged from the hospital and at the time of the report she was stable at home. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.